Event description:
Visual examination of the returned sample showed a circumferential adhesive line on the plastic sheath, indicating the rubber cap had been properly glued to the plastic sheath during the mfg process. A small area of the rubber cap remains adhered to the plastic sheath. The remaining adhesive surrounding the rubber cap is fragmented & cracked, causing the separation. The circumference of the rubber cap also shows damage as though a twisting or pulling force, as would be exerted by a tool, had been applied. A review of complaint files for the past yr revealed no other similar complaints for this device. Therefore, it does not appear that the event is occurring with greater frequency or severity.